Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the right front lower corner seam (close to the ports). The leak was observed while filling the bag at the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 02, 2021 to august 03, 2021. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a tear was observed at the lower right side near the front side edge of the bag. A functional testing was performed which revealed a leak only at the lower right near the edge in front of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.